Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, upon shooting blood vessel with the device, it could not clip continuously. It was totally not smooth and once pressed it actually pushes in then bounces back the applier due to hard mechanism of the trigger. The surgeon had to unlock the handle after each fire. The clips too kept on falling off into patient's cavity and was retrieved. There was no patient injury.